Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not getting on. The fse identified that the cooling unit was not switching on. The fse found the issue with the connections of the cooling unit. The fse reseated the connections of the cooling unit to resolve the issue. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system was not switching on. No harm has been reported to philips. Philips has started an investigation of this complaint.